Event description:
Postopertive diagnosis: periprosthetic joint infection. Revised in two stages.

Manufacturer narrative:
The exact cause of the event could not be determined with the limited information available at the time of evaluation. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, the investigation results will be submitted in a supplemental report.

Event description:
Postopertive diagnosis: periprosthetic joint infection. Revised in two stages.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as x3 polyethelyne 36mm. The following other hip devices were also listed in this report: accolade ii stem size 5, cat# unk, lot# unk. Triden cup 56mm, cat# unk, lot# unk. Co,cr head 36 +0, cat# unk, lot# unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was sent for retrieval analysis and was not returned to the manufacturer. Medical records and x-rays were not provided to stryker for review due to reporting institution irb and hippa regulations. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
Postopertive diagnosis: periprosthetic joint infection. Revised in two stages.